Event description:
Reporter stated the customer has experienced hypoglycemia for 2 weeks, and he believes the insulin delivery of the infusion device is too high. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).